Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation; fluid around implant.

Event description:
Patient called to report a right side implant leak, breast was sore, "fluid around my implant, and there was a fold in the implant." Device remains implanted.